Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron g124 scaler, the handpiece and insert were heating up; no injury resulted.

Manufacturer narrative:
Low water pressure, the water reg/sol was set at 17.5 psi causing the unit to have low water flow. The complaint of overheating tips was not able to be duplicated. This unit was running for over two hours and tested with all types of 30k inserts without any issues.